Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response error due to corroded keypad traces. There was no button error alarm during testing. The device had cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube and lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a button error alarm and the customer was unable to clear. The blood glucose reading was 7.9mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.